Manufacturer narrative:
Kulzer statement on (B)(6) comment: we are very sorry for the injury you suffered. It is a chemical burn that may come about if the product comes in contact with unprotected soft tissues in the mouth. It could have been prevented with the use of a rubber dam to protect the soft tissue and using a minimal amount of desensitizing agent on the brush. These recommendations are stated in the dentist's instructions for use. The burn is self-healing and the soft tissue will regenerate normally within 5 to 10 days. For more information please do not hesitate to contact our safety management at gsm@kulzer-dental.com the patient did not reply on kulzer statement until the date of this report.

Event description:
Patient experienced burned lip, horrible dry mouth and burning sensation on tongue.